Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported on the adc device. A healthcare professional (hcp) reported on behalf of the customer who received an unspecified low sensor scan and experienced dizziness, seizure, and loss of consciousness. The customer had contact with an hcp who obtained a laboratory result of 500 mg/dl the customer was treated with glucose for the diagnosis of hyperglycemia. Note; that the treatment of glucose is inconsistent with the laboratory result and diagnosis. There was no report of death or permanent injury associated with this event.